Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided accurate measurements and visual alarm alert conditions. An internal inspection of the device was conducted and the unit was confirmed to have a speaker producing no volume caused by a defective system board. The board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
No alarm sound when take off the sensor. And the result of pr is changed every second when connect a reusable sensor. No consequences or impact to patient were reported.